Event description:
It was reported that the customer had a problem with the reservoir yesterday while filling tubing. Customer removed the reservoir from the chamber and could not push the plunger when he tried to test the tubing connection. Customer's blood glucose level was 87 mg/dl. Troubleshooting was performed and the customer stated that the insulin did not exit. Customer was advised to assemble a new infusion set with current reservoir, but customer stated that the insulin did not exit the tubing. Customer also stated that he had a new reservoir with the current set. Customer verified the insulin exited the tubing. If customer experiences any problems, he was advised to call the helpline. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.